Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date monitor 03/24/2020. Belt 05/04/2020.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021. Review of the patient's download data indicates the patient received four appropriate treatments and two inappropriate treatments in response to nsvt and oversensing of low amplitude cardiac signal on the date of passing. The patient's rhythm degraded to vf at 10:53:09 on (B)(6) 2021. The patient received the first appropriate treatment at 10:53:58. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was obscured by motion artifact. The patient was in asystole with motion artifact at 10:54:55. The patient's rhythm transitioned to sinus rhythm at 60 bpm with tall t waves and pvc's at 10:55:04, then transitioned to vt at 240 bpm at 11:18:24. The patient received the second appropriate treatment at 11:18:56. The patient's rhythm at the time of treatment was vt at 180 bpm. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvc's. The patient received the third appropriate treatment at 11:20:15. The patient's rhythm at the time of treatment was vt at 260 bpm. The patient's post-shock rhythm was sinus bradycardia at 20 bpm. The patient's rhythm transitioned to nsvt at 11:28:52. The patient received the first inappropriate treatment at 11:29:59. The patient's rhythm at the time of treatment was nsvt. The patient's post-shock rhythm was sinus tachycardia at 120 bpm with nsvt. The patient's rhythm degraded to vf at 11:54:20. The patient received the fourth appropriate treatment at 11:54:57. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus bradycardia at 20 bpm. The patient received the second inappropriate treatment at 11:55:23. The patient's rhythm at the time of treatment was sinus bradycardia at 15 bpm with low amplitude cardiac signal. The patient's post-shock rhythm was sinus bradycardia at 15 bpm. The patient was in sinus bradycardia at 20-50 bpm with low amplitude cardiac signal and motion artifact between 12:12:05 and 12:19:03. The patient's rhythm degraded to asystole with intermittent cardiac signal and motion artifact at 12:23:22. The electrode belt was disconnected at 12:27:10. It was not reported who disconnected the electrode belt. The patient passed away on (B)(6) 2021.